Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized from (B)(6) 2019 due to severe diabetic ketoacidosis with a high blood glucose level of over 400 mg/dl. The customer¿s reported blood glucose levels were 321 mg/dl, 288 mg/dl and 388 mg/dl. The customer reported that they were treated with insulin drip and normal saline index at the hospital. The customer reported that they experienced vomiting and abdominal pains due to high blood glucose level. The customer alleged the insulin pump for under delivery. The customer reported that the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.